Event description:
Libre 2 diabetes sensor, two new boxes failed start up. One actually extended a pin beyond normal. Returning to manufacturer. Shipment received from (B)(4) health. Also, no alcohol swabs were included in either box as previously. Reference report #mw5115362.